Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump housing was cracked and the user could not press buttons, after which a replacement pump was arranged and shipment confirmed. Symptoms included no clinical effects. Outcomes included no impact on health, no need for medical intervention, and continued cgm use with the dexcom app or receiver. Investigation included review of the reported device condition and return logistics, with instructions provided to shut down the device and to sync data to the mobile app prior to return. Investigation of this device revealed a damaged external enclosure and impaired user interface function consistent with a cracked screen or housing, which prevented button operation; device data would not transfer to the replacement, and the user would need to complete start up on the new device. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external forces.